Event description:
Caller reported tandem mobi cartridge alarm which occurred during the load process. Blood glucose level did not exceed 500 mg/dl. Customer followed the process of removing and loading a new cartridge when prompted by the tandem mobi mobile app. Technical support confirmed the cartridge alarm 30 and proceeded to replace the pump.